Event description:
It was reported that the atrial lead had elevated thresholds and intermittent loss of capture. The lead remains in use. No patient c omplications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1156t competitor implantable pacing lead (B)(6) 2009; 3211-36q competitor implantable cardioverter defibrillator (ICD) (B)(6) 2009; 7122q competitor implantable tachy lead (B)(6) 2009. (B)(4).